Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 20 after insertion. The RMA was authorized for the return of sensor for further investigation. The sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the dms data showed significantly low signal and reference channel values and declining sensor performance since insertion. The potential root cause for the reported failure mode may be related to an issue with the in vivo state of the sensor hydrogel that is not reproduced in the lab. As part of resolution, the RMA was authorized for sensor replacement. B4.date of this report 06 december 2024. D9 device available for evaluation? Yes on 18 oct 2024. G3.date received by the manufacturer? 06 december 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.